Manufacturer narrative:
It was reported that the elective replacement indicator (eri) message appeared for ipg. The wireless software update was performed and the elective replacement indicator (eri) message did not clear. The ipg later reached end of service (eos) and the patient lost therapy. It is unknown if the ipg was prematurely depleted.

Event description:
Additional information was received that the patient underwent surgical intervention on (B)(6) 2019, wherein the ipg was explanted. During the same surgery, the lead was also explanted as documented on manufacturer reference number 3006705815-2019-04681.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. Troubleshooting was performed, wherein the software app was updated which did not resolved the issue. As a result, the patient may undergo surgical intervention later.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.